Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on august 3, 2020. It was reported that since implant, the patient had been getting some relief but they were still having some pain in their right leg. The patient was going to continue working with their doctor. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported that when the patient woke up post-operatively that their right leg and foot were numb. The patient stated they had been admitted for 5 days with some improvement during that time. The patient was admitted and observed and discharged home to see if the symptoms would improve over time. The symptoms were slowly resolving. On (B)(6) 2020 the patient experienced a ground level controlled fall but no injury was reported. The patient's ins was activated and programmed with evolve protocol. The patient was evaluated by their neurosurgeon while an inpatient. No actions or interventions were taken to resolve the issue. The cause of the numbness was not determined. No further complications were reported or anticipated.